Event description:
It was alleged that the section by the handpiece started smoking and caught fire. It was reported that there was no injury.

Event description:
It was alleged that the section by the handpiece started smoking and caught fire. It was reported that there was no injury.